Event description:
It was reported that the tidal volume was not delivered as per the setting. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.